Manufacturer narrative:
Additional patient information: (B)(6). Date of postoperative pain and infection is unknown. Additional product codes for this report include hwc. The complainant parts are not expected to be returned for manufacturer investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal procedure of the left elbow due to painful retained hardware and infection. All of the removed hardware, which included one (1) plate and seven (7) screws, was intact. The bone appeared to be healed and the removal procedure was completed successfully with no further revision. The original implant procedure, to repair a fractured olecranon, was performed on (B)(6) 2014. There was no reported surgical delay from either operation. This report is 5 of 8 for (B)(4).